Manufacturer narrative:
The introducer sheath was not returned; therefore, a physical investigation could not be made to determine whether there was damage to its distal end that could have punctured the balloon. It should be noted that the probability of four devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source causing the puncture. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00467 for the second device.

Event description:
It was reported by aci sales rep that some time last week, two devices lost pressure during the second stop. Manual compression was applied for 15-20 minutes. The pt was not hospitalized. Deployer: not certified by aci.